Manufacturer narrative:
One medfusion 4000 pump was returned for analysis, due to displaying a time base background error. The base not responding error was found in the devices history log. Power up was the method used to test the device. The issue was not able to be duplicated. Base not responding is a advisory alarm caused by user powering the pump off within 5 second after powering the pump on (non-issue). Preventative measures were performed, and functional testing was also performed. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.

Event description:
Information was received that device had timed base background. No adverse effects reported.